Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n253508, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that the patient presented with an overdose and was in the ICU (intensive care unit). The hcp (health care provider) believed that other medications caused the overdose. The pump had just been refilled, but they believed that oral meds were the cause of the overdose. They were planning to discharge the patient today ((B)(6) 2014). The device system was delivering fentanyl, baclofen, and another medication noted to be one of the ¿caines¿. It was later reported that the pump was refilled on (B)(6) 2014 and the patient was subsequently admitted to the hospital with an altered mental status and overdose symptoms. The pump was interrogated (B)(6) 2014 and there were no events in the log other than the refill; the patient was reporting signs of withdrawal/underdose symptoms. The patient status was reported as ¿alive-no injury¿. Additional information has been requested, but it was not available as of the date of this report.